Event description:
On october 24, 2006 the lay user/patient contacted lifescan alleging a power issue (does not turn on with a test strip insertion) with his one touch ultra2 meter. The medical affairs specialist spoke with the patient on october 30, 2006 to obtain/verify the following information. On an earlier night, the patient had a pounding headache, which alerted him that he had high blood glucose levels. He attempted to test on his meter, but the meter would not turn on. He did not take any actions to administer self-care, but went to the emergency room at 2am for a blood glucose test. He obtained a 246 mg/dl" on the hospital's device and was treated with an insulin shot. The patient stated that his last successful test (unspecified result) was the day before and tests at least twice per day. The customer care advocate (cca) verified that the patient was using the correct test strips and that there was no meter trauma. The cca had the patient insert the strip and press the power button and the meter turned on successfully. The patient was unable to duplicate the power issue over the phone. Although the meter was functioning properly over the phone, this complaint is being reported because the patient was unable to power the meter on, while experiencing high blood glucose symptoms. The meter, test strips, and control solution were replaced.